Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 216 mg/dl. He retested using another meter and received a reading of 98 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received a result of 170 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.